Event description:
It was initially reported by the nurse that the pt was having an increase in seizures. Pt has been seizures free for years and last week, pt had increase in seizures. Nurse was not sure about pre-vns baseline level. No change in settings, lifestyle or medications was made recently. Nurse stated that the pt will be referred for a battery replacement surgery. Diagnostics showed everything working within normal limits. Additional information received revealed that pt underwent a battery replacement surgery.